Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they installed a new e601 analyzer in (B)(6) and immediately, the customer noticed that results measured for prolactin were always higher than the reference ranges. The customer sent two patient samples that were tested for prolactin on the e601 analyzer to a different laboratory for repeat testing on a siemens centaur analyzer. These two samples had erroneous prolactin results when tested on the e601 analyzer. It was asked, but it is unknown if any erroneous results were reported outside of the laboratory. The first sample initially resulted as 34.01 ng/ml when tested on the e601 analyzer. The sample was repeated at the other laboratory on the siemens centaur analyzer, resulting as 24.0 ng/ml. The second sample initially resulted as 42.97 ng/ml when tested on the e601 analyzer on (B)(6) 2016. The sample was repeated at the other laboratory on the siemens centaur analyzer, resulting as 30.4 ng/ml on (B)(6) 2016. The patients were not adversely affected. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
The customer has stated that the samples were later measured with both the elecsys prolactin assay and the tosoh aia method. The tosoh aia method results were comparable to the elecsys results. The customer now believes that the elecsys prolactin results are correct. The investigation stated that the differences in methodology between the elecsys and centaur methods may lead to differences in results. There is no general reagent issue present.